Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was not communicating. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had not been communicating. A field service engineer (fse) reported that the customer had mentioned hospital it team needed to make some corrections to the port settings after the upgrade, and the issue was subsequently resolved.